Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, a lead warning triggered. The rv lead exhibited low and falling impedance. The rv lead was capped, remains in the patient and a different rv lead was implanted. It was also reported the right atrial (ra) lead exhibited oversensing, and was explanted and replaced. No patient complications have been reported as a result of this event.